Event description:
Pt admitted to hosp. Dialysis on 5/19 - 5/21. Another dialyzer without problems while in intensive care unit. He was placed on the dialyzer for his third treatment during hospitalization. Five minutes into the treatment, he complained of chest pressure, followed by abdominal pain. He became very anxious and s.o.b. He then had chest pain. Dialysis was stopped - blood not returned. Md was at bedside. Bp 196/100 pt given 25 mg benadryl ivp, solumedrol 100 mg ivp. Symptoms subsided. Pt placed back on dialysis one hour later on the first dialyzer without problems.